Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the customer informed the technical support engineer (tse) that arm 1 was giving an error message about limited movement. The tse reviewed the logs and found no errors. The customer stated they removed the drape and them they tried to clutch and move the arm before it triggered the error message. The customer stated nothing was obstructing it. The tse can hear it in the background and many back and back audibles tones when they try to move the arm. The customer power cycled the system, and the message remains when they try moving the arm. The customer elected to finish the case with the other three arms. The tse recommended to hard power cycle the patient side cart and they elected to do so after the case. The customer reported that the leds turn yellow and orange and start flashing when it won't move. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm 1 was giving an error message about limited movement, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has received the universal surgical manipulator (usm), however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm 1 is not free to move, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed. The unit was tested on an in house system and passed normal mode. While back driving the unit in normal mode and during the visual inspection, found the carriage not able to move freely due to loose screws on the insertion linear rail.

Event description:
Refer to h10/h11 for follow-up information.